Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 the reporter was called by the patient's managing practice for assistance as the patient had told them that another physician had determined a motor stall occurred on approximately (B)(6) 2016. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's managing physician ran logs and reported numerous motor stall occurrences and recoveries along with alarm notification. The physician stopped the pump and would see the patient to silence the alarm following 48 hours if needed. The issue was noted to be resolved at the time of the report. The patient status was reported as "alive - no injury". No surgical intervention occurred and it was unknown by the reporter if surgical intervention was planned. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.